Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that one clip (60311u253) detached from the posterior leaflet and remained attached to the anterior leaflet, which required hospitalization. It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips (60303u254, 60311u253) were implanted, reducing the mr to 1. On (B)(6) 2016, it was reported that one clip (60311u253) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased and the patient required hospitalization. Another mitraclip procedure is planned at a later date for stabilization of the slda clip. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported slda could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. The reported patient effect of mr was likely due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: the single leaflet device attachment (slda) was found on (B)(6) 2016 and mitral regurgitation (mr) had increased to 3-4. Additional hospitalization was needed for echocardiogram examinations. On 01/10/2017, an additional mitraclip procedure was performed for treatment. Two clips were implanted, reducing the mr from 3-4 to 2. No additional information was provided.